Manufacturer narrative:
H11: corrected data: MFR #2015691-2021-00987, is a duplicate report and was already submitted under MFR #2015691-2021-01014.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 19mm 3300tfx aortic valve was explanted after an implant duration of nine (9) years, seven (7) months due to aortic stenosis. The explanted valve was replaced with a 21mm 11500a aortic valve. Postoperative tee showed no aortic insufficiency. The patient was transferred to the cvicu in stable condition post procedure. The patient was discharged on pod #5.